Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h4, h6: a review of the device history record. Device history lot: part #: 319.006, synthes lot number: 6978680, manufacturing site: synthes jennersville , release to warehouse date: 17-jul-2012. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the depth gauge broke while measuring for a variable angle locking screw. Another depth gauge was used in the set to continue the case. There was no surgical delay. The procedure outcome is unknown. The event did not affect the patient. Concomitant device reported: unknown variable angle locking screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 6978680) was received at us cq. Upon visual inspection, the needle component is broken off and the protection sleeve component is missing. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: 319_006 rev p (current) and rev f (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle component has broken off and the protection sleeve component is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the depth gauge broke while measuring for a variable angle locking screw. Another depth gauge was used in the set to continue the case. There was no surgical delay. The procedure outcome is unknown. The event did not affect the patient. Concomitant devices reported: screws: locking (part number unknown, lot unknown, quantity 1). This report involves one (1) depth gauge for 2.0mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).